Manufacturer narrative:
Investigation summary: bd had not received samples or photos for the investigation. An unknown lot number was reported, therefore, a review of the device history record could not be conducted for that incident. This complaint has not been confirmed for unknown lot, for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 6 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.

Event description:
Patient 6 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.